Event description:
On (B)(6) 2012, it was reported that the vns treating physician's handheld would not hold a charge once it was unplugged from the wall. The battery didn't seem like it was charging and the battery percentage would not increase. It was reported that this happens no matter how long it has been plugged into the wall. The manufacturer's consultant visited the site to troubleshoot the handheld and he confirmed that it will not hold a charge. The physician keeps it plugged in at all times and once it is unplugged, the battery level goes all the way down to the red battery level. This has been occurring for the past two weeks. A patient was reported to have been seen during the initial report of the issue, but the patient was able to come in a few days later and was able to be interrogated; therefore no patients were affected. The patient's name was not provided. The physician is going to be sending the handheld back to the manufacturer for product analysis but it has not been received to date.

Event description:
Additional information was received on (B)(6) 2012 when the handheld and flashcard were returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on both the handheld and flashcard. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software also performed according to functional specifications.